Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she tripped and fell face first on the tile floor. Since then her blood glucose has been sky high. Customer changed the reservoir three or four times. Customer blood glucose kept rising to 500 mg/dl, customer reverted to manual injections. Prior to fall her blood glucose was 150 mg/dl or less and it rose to 600 mg/dl, treated with manual injection. The insulin pump passes the self test. Customer's symptoms were weak, shaky, extremely thirsty, and nauseous. The drive support cap was normal. No air bubbles or leaks. Insulin did exit during manual prime. Customer did not have tubing clamp to perform high pressure test. No further information reported.